Manufacturer narrative:
Philips service replaced the cmos battery and restored the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc failed to boot due to a discharged cmos battery on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.